Event description:
The patient's wife reported that the aicd and lead were implanted due to what she believed was ventricular tachycardia two weeks prior. The patient presented with sharp left sided chest pain. The lead was felt to be malfunctioning due to improper ICD discharges and a change in defibrillator r waves and pacing thresholds. There was noted to be a clear rise in the patient's right ventricular threshold with a significant drop in the r wave. Replacement of the malfunctioning right ventricular lead was completed.